Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm. Customer's mother also reported a loud beeping noise occuring and the insulin pump shutting down after. Customer's blood glucose was 137 mg/dl. The customer's mother could not recall any significant events leading to the alarm. It was also found the customer was unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.